Manufacturer narrative:
Additional information: a2, a3, b2, b3, b5, b6, d10 and h10. B3: the event was reported to have occurred on an unknown date. B5: upon follow-up, it was reported that the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with unknown medication (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.